Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Upon interrogation, high ventricular rate episode was noted; the right ventricular lead was oversensing. The lead was turned off and programming changes were made to the pacemaker. The patient will continue to be monitored.